Manufacturer narrative:
The service engineer (se) confirmed that there was a misalignment in the touch position. The se performed a calibration on the touchscreen; however, the issue was not resolved. The touchscreen was replaced to resolve the issue.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a touchscreen misalignment. There was no patient involvement when the issue occurred. No patient or user harm reported. During the servicing of the device, the se reported that the v60 ventilator had a touchscreen misalignment. This investigation is ongoing.

Manufacturer narrative:
The suspected touchscreen was returned to philips for evaluation. The technician documented the following conclusion/root cause, "product investigation lab (pil) tech verified that the touchscreen has failed the required flex cable resistance verification testing. The high out of spec resistance results are the reason for the touchscreen misalignment issue and the reason for the confirmed touch screen accusation."